Event description:
A stent was deployed at the left anterior descending (lad) apical and another stent was deployed at the lad mid. The two stents were deployed overlapped. After stent deployment at lad mid, imaging was performed and the lesion was post-dilated with a balloon catheter. Final imaging was performed without problem. When the physician attempted to withdraw the imaging catheter, it became stuck in the stent. May attempts were made to remove the imaging catheter unsuccessfully. Patient was sent for emergency bypass operation and the imaging catheter and stent were removed. The patient was reported in stable condition.